Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptable criteria. (B)(4).

Event description:
A technician reported a case of bilateral trace diffuse lamellar keratitis (dlk), observed at five days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient reported light sensitivity. Additional information received from the reporter indicated the doctor did not feel the excimer laser contributed to the diffuse lamellar keratitis, which was reported as resolved. There are two related reports for this patient. This report was opened to address the left eye, and another manufacturer report will be filed for the fellow eye.